Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient "had an older version of this" and it was replaced in september as 'something happened to it', so he has a whole new set of leads and ins.